Event description:
Rptr reporting a pt development of mucosal ulceration with use of fms. Reported no other details available and that she was contacted via e-mail with hosp related to issue. Rec'd update call from rptr. She stated fms was initially inserted at medical ctr in 2006. Pt was transferred to hosp two days later. Nurse reports fms initiated for severe clostridium difficile related diarrhea.

Manufacturer narrative:
Multiple attempts have been made by convatec to gather the case info need to determine seriousness and causality. This case is being reported as a due diligence effort as convatec continues to request additional info related to the case. Convatec will submit a follow-up report, if necessary, once additional info is collected.